Event description:
It has been reported that the cot base frame would not unlock, or lock if already unlocked, when a heavy pt is on the cot. There was reported pt involvement; however, no adverse consequences have been reported.

Manufacturer narrative:
Height adjustment mechanism and litter cross braces.